Event description:
It was reported that patient states he has difficulties on multiple occasions inflating the inflatable penile prosthesis (ipp). Patient is dissatisfied with the performance of this product. He has visited his urologist multiple times with no increase in satisfaction. Patient continues to have issues with device.